Manufacturer narrative:
Through follow up with the user facility, steris endoscopy learned that, the patient was in palliative care and was reported to be elderly with adenocarcinoma of the esophagus. A steris endoscopy representative was present during the procedure and stated that the user facility used the appropriate spray catheter and patient monitoring. There was no evidence of pneumothorax or of any malfunction of the trufreeze system during the procedure. A steris endoscopy review of the trufreeze system console log confirmed normal operation. The instructions for use for the trufreeze system includes the following warnings and precautions: "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, comorbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray". Steris provided the user facility with additional consultation regarding the reported event. No additional issues have been reported.

Event description:
The user facility reported that a bilateral pneumothorax was detected following a spray cryotherapy procedure treating a tumor in the esophagus which included use of the trufreeze system. A chest tube was placed to treat the pneumothorax and the patient recovered.